Manufacturer narrative:
The event occurred in (B)(4). Medwatch with a1 identifier (B)(4) is for customer's mobile system, medwatch with a1 identifier (B)(6) is for compact plus system.

Event description:
Caller reported blood glucose results of 22.0 mmol/l on customer's mobile system, 9.0 mmol/l on compact plus system within 10 minutes. Reported no adverse event. A request was made for the return of the meters and strips.